Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat bleeding performed on (B)(6) 2024. During the procedure, it was reported that the clip did not properly deploy. The procedure was then completed with the dame resolution 360 clip. There were as no patient complications reported because of this event. The patient condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from the catheter.

Manufacturer narrative:
Additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 19, 2024. Block h6 has been updated to code failure to engage target tissue deeming this a non-reportable scenario, due to additional information received on august 19, 2024. Correction: block d6a (implant date) has been removed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat bleeding performed on (B)(6) 2024. During the procedure, it was reported that the clip did not properly deploy. The procedure was then completed with the same resolution 360 clip. There were as no patient complications reported because of this event. The patient condition at the conclusion of the procedure was reported to be fully recovered. Additional information received on august 19, 2024: it was clarified that the clip was able to grasp onto tissue; however, the clip did not lock onto tissue, and thus the reason the clip did not properly deploy.